Event description:
Healthcare professional reported right side "rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as surgical impact opening (shell thickness was within specification). Additional observations: stress marks observed. No further actions are required as the device was implanted." Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side "rupture." Device has been explanted and replaced.